Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported issues with their controller and implant stating that when recharging their implantable neurostimulator (ins), it takes a little bit longer than actually fully charge it when their ins is ¿dead¿. Pt stated the ins is not holding a charge quite as long as it used to. However, it remain manageable for about a day and a half to two days before needing to be recharged from a ¿dead¿ state. Pt also stated it takes almost the entire controller battery to recharge their ins. Even if they charge the controller to 100% and then recharge their ins, from full charge it goes down to like 20% charge and then they have to charge the controller again. Even at a full charge, it would only bring it down to about 50%, even needing to charge the battery to 100% from a ¿dead¿ state. Pt stated the controller was taking more charge to charge the battery from a ¿dead¿ state. Pt also stated having to charge the ins like every day, in a half to a day, more than every 3 days like it was. From a ¿dead¿ state, it takes about an hour maybe a little over to fully charge their ins when it¿s completely ¿dead¿. Even from a 100% controller battery, it takes like 80% of the controller battery to fully charge the ins when it would only use to take 50% charge. Agent had pt reset the controller with ac power supply, blow air into the controller charging port and wipe the recharger (rtm) pins. Pt confirmed no visible damage to the controller and battery pack but noted that the recharger was slightly worn. Pt confirmed that the controller turned on with a message ¿memory problem data has been lost. Repeat the set-up process¿ and the green light was flashing. Pt set the date and time. Pt unlocked the controller and confirmed that the controller battery was 100% and the implant was 80%. Agent had pt connect the recharger and start the ins recharge session. Pt confirmed that the controller battery was 100% and the implant was 80% with recharging excellent. After some time, the controller battery dropped to 90%. For the event date, pt stated 2 to 3 weeks ago. Agent reviewed information and advised the pt to monitor their charging sessions and call back if the issue persists. Additional information was received from the patient. They reported that the most likely caused was just age, the settings have only minimally just change since given (less than 1 point in each). Able to charge to full, just drains 80% of remote or move to fully charge stimulator, charge only lasts 1 1/2 to 2 days max. When asked about the steps taken to resolve the issue, they stated that they tried lowering intensity a little and monitoring charges on each equipment. Not much change or improvement. Patient stated that the issue was not yet resolved.